Event description:
It was reported that: "patient was intubated cuff ruptured. A second tube was used and it ruptured as well." Associated complaints 3 003898360-2025-00006 and 3003898360-2025-00007.

Manufacturer narrative:
Qn# (B)(4). The customer returned seven units 5-22215 et tube, preformed cuffed oral, 7.5 for investigation. Six representative samples were returned along with the actual sample that resulted in this complaint issue. The et tubes were visually examined with and without magnification. Visual examination of the actual device revealed that there was a large hole in the balloon cuff. The hole was indicative of the cuff being overinflated. Over-inflation would cause the balloon cuff to burst. There were no visual defects observed with the representative samples. Functional inspection was performed on the six representative samples that were returned. Upon testing, all six representative samples were able to properly inflate and deflate. No issues were observed with the returned representative samples. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction is detected in any part of the inflation system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." The IFU also states, "deflate cuff prior to repositioning the tube. Movement of the tube with the cuff inflated could result in patient injury or in damage to the cuff, requiring a tube change. Verify the position of the tube after each repositioning." The reported complaint was confirmed based upon the samples received. The returned et tube was found to have a large hole in the balloon cuff. The hole was indicative of the cuff being over-inflated which would cause the balloon cuff to burst. Additionally, six representative samples were returned and no defects were observed with the representative samples. A device history record review was performed with no evidence to suggest a manufacturing related cause. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It is unlikely that this type of damage was present at the time of manufacturing. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "patient was intubated cuff ruptured. A second tube was used and it ruptured as well." Associated complaint 3003898360-2025-00006.